Manufacturer narrative:
Report #1 of 2. The product was requested and the return is still pending.

Event description:
A report from a user facility in the (B)(6) stated that on two occasions the laser probe was not firing in the correct place. Additional information received from the vigilance authorities in the (B)(6), stated that the laser probe was bending within the eye causing the laser beam to be misdirected to inappropriate section of the eye making the procedure more difficult and timely. There was no patient injury however the patient required prolonged anesthesia and additional shot of the laser beam.

Manufacturer narrative:
The product involved in the reported event was not returned for evaluation. Without the sample to examine it is not possible to determine the cause of the failure reported by the customer. A review of the complaint database revealed no similar complaint for the reported lot. The lot history, trend analysis, risk analysis and/or direction for use review were considered acceptable with the product performing within anticipated rates.